Manufacturer narrative:
The monopolar curved scissors instrument was received, and failure analysis found the instrument to have a broken main tube approximately 5.3550" from the distal tip. Components adjacent to this broken main tube did not show damage. The instrument appeared to have detached fragments as well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mcs instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the monopolar curved scissors (mcs) instrument splintered in the trocar. A fragment fell inside the patient during removal of the instrument. The fragment was retrieved during the same surgical procedure by using a grasper. No additional surgical procedure was required to retrieve the fragment. Additionally, no post-operative imaging was performed to check for any remaining fragments. The procedure was completed robotically with a back-up mcs instrument.